Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the pt's eye looked perfect, but her vision was "less than 20/400". The surgeon felt this may have been a mistake in the labeling of the iol. The surgeon reported the surgery was uneventful. In a f/u, the surgeon reported the event continues and she is monitoring the pt. She reported there have been no medical or surgical interventions performed to treat to treat the event; and the iol is in the bag without posterior capsule opacification. The lens remains implanted. Results from the product history record review indicated the product met the MFR's release criteria and there have been no other issues reported for the lot.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints for the lot number. Add'l info was requested and received. (B)(4).